Event description:
The spouse of the decedent reported that the customer had congestive heart failure disease and (B)(6). The spouse also indicated that the customer had pneumonia and the flu, leading up to the hospitalization and passing. The spouse stated that the customer was feeling poorly for approximately two (2) weeks prior to hospitalization. The customer's blood glucose at the time of death was 400 mg/dl. The customer was not wearing the insulin pump at the time of death; the last time the customer wore the insulin pump was on (B)(6) 2014, the day of hospitalization. The hospital did not want the customer on the insulin pump so the customer stopped wearing the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This information is provided in response to your request dated february 25, 2015 for additional information. Our original medwatch report was submitted without additional test results. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed.

Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2015, for additional information. Our original medwatch report was submitted with missing details.

Event description:
It was reported that the customer died on (B)(6) 2014. It was reported that the cause of death was cardiac arrest. It was also reported that the customer had high blood glucose levels of more than 400 mg/dl prior to passing away. It was also reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer was reported to have been having high blood glucose levels prior to hospitalization. The insulin pump that the customer was using prior to death has already been returned. It was reported that the insulin pump had a motor error alarm and a couple of no delivery alarms. It was reported that a replacement insulin pump was sent to the customer but the customer passed prior to having tried the new insulin pump. The replacement insulin pump would be sent back. No additional information was provided.

Manufacturer narrative:
Insulin pump did not have a battery when received. Insulin pump passed the displacement test, rewind, basic occlusion test, self test and error test. All operating currents are within specification. Off no power alarm functioned properly. No battery out limit alarm or unexpected reset noted. No motor error alarm noted during testing. Insulin pump was unable to prime during prime test. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump was unable to determine root cause of prime anomaly due to preservation. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked belt clip slot, scratches on reservoir tube window and cracked reservoir tube lip. Data analysis (B)(6) 2014 total insulin 41.650u, (B)(4) 2014 total insulin 25.400u, (B)(6) 2014 total insulin 25.650u, (B)(6) 2014 total insulin 21.250u, (B)(6) 2014 at 18:50 battery change. Insulin pump then and a battery out limit alarm and time was reset to defaults. No data listed on (B)(6) through (B)(6). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.